Event description:
During spine surgery (t1-t3 fusion) with the stealthstation treon treatment guidance system the surgeon navigated to create an opening for pedicle screws. The surgeon placed 3 screws on the left side from t3 to t1 before moving to the right side to place three screws from t3 to t1. The operating room staff stimulated the 2nd and 6th screws only they noticed that they were receiving a bad signal when they stimulated the last screw. A post operative image with the o-arm system was acquired and the surgeon noticed that the left t1 screw was positioned medially. All of the other screws were placed correctly. Surgeon removed the screw and the pt was sent for a post operative CT. A follow-up report from the surgeon indicates there is some signal change in the cord consistent with edema or stroke. Pt's canal was extremely tight pre-operatively. Pt is improving on steroids.

Manufacturer narrative:
Pt ID was not available but has been requested. Pt weight was not available but has been requested. Medtronic navigation's stealthstation treon treatment guidance system was used to create an opening for the pedicle screw placement. Navigation was not used for screw placement.